Event description:
Elevated ft3 results were obtained on a patient sample. The results were reported to the physician. The patient was treated with carbimazol. Carbimazol is a drug that reduces the production of t3 and t4. With a subsequent redraw, similar elevated ft3 results were obtained. The patient sample was tested with an alternate methodology and lower results were obtained. There was no report of adverse health consequences as a result of administering carbimazol.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause for the discordant elevated ft3 results (relative to alternate methodology) on this individual patient is unknown. Data suggests a patient specific interference because qc and other patients are recovering values as expected. The patient sample was not available for analysis by the manufacturer. The instrument is performing within specifications. No further evaluation of the device is required.